Manufacturer narrative:
Device received with broken off end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a33 alarm due to broken off end cap. Device had loose or flushed drive support disk. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. Troubleshooting was not performed. Customer blood glucose reading was 284 mg/dl. The drive support cap was sticking out. The insulin pump was not dropped. The insulin pump was squirting out insulin. The insulin pump will be returning for analysis.